Event description:
This case was first reported as fail to calibrate. The capsule and delivery sys arrived separately. Plunger was released. Plunger was activated and trocar is advanced. It was decided to investigate this case as fail to attach.